Event description:
It was reported that the customer had a low blood glucose level of 48 mg/dl and was not sure why. Customer stated that his exercise was different and he was shoveling snow. Customer was not admitted as an inpatient for medical treatment. Customer ran a self test on the pump. Customer was advised to monitor the pump and call back if issues persist. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.